Event description:
Device 3 of 3: reference MFR report # 1627487-2019-00327, reference MFR report # 1627487-2019-00328. It was reported that patient had system explanted and replaced with a competitor's system. Reason for explant is unknown at this time.